Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 22-aug-2025, the user reported the first night on the pump after consuming ~200 grams of carbohydrates at a meal. The user's blood glucose (bg) rose above 400 mg/dl but later came back down as the ilet resumed dosing. The agent advised consuming normal carbohydrate amounts for the first few weeks to help stabilize results. The user's highest blood glucose (bg) recorded was 400 mg/dl. Bg was corrected with resumed insulin dosing. No symptoms, outside assistance, or medical intervention were required or reported at the time of call.